Event description:
The facility reported a pump with failure code 715:00 on channel c during an infusion. The failure occurred during patient use while the infusion was running. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.